Manufacturer narrative:
The device was received by anspach. The device was tested and was found to have damaged pins and also the connector pins are pushed back in. This is most likely due to improper handling. The reported malfunction was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating the device "gave an e6 error code (heat)" during pre-surgery testing. The device was not used in surgery. There was no delay to the start of surgery, as a replacement device was available. No injuries or medical intervention were required. There was no additional information provided.